Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), patient had difficult anatomy. It was noted during attaching a gooseneck no space was left to retract the catheter during deployment, so the device could not be released from the catheter. Although attempts were made to maneuver the catheter up and down to deploy, sufficient pressure could not be achieved, resulting in high thresholds and fewer than two tines engaged. Placement was attempted in a safer part from the base, but device could not be released from the catheter and there was a bending in the part of the shaft due to the shape of the heart, so it was replaced with the second leadless ipg. When the target was changed to the apex with the second device, the catheter could not reach the apex at all and became trapped by a developed papillary muscle, moderator band, or some other structure, and the device could not be released even when trying again using the base leading to abandonment of the procedure. Hospital stay was extended. The devices and the delivery system were attempted, not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the high thresholds were due to patient anatomy and the leadless ipg was replaced by a conventional transvenous system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.